Event description:
The customer stated that there was an issue concerning the axsym digoxin iii assay lot# 42722q100. The customer requested another digoxin iii kit with a different lot number to run the correlation study. There was no impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.